Manufacturer narrative:
(B)(6).

Event description:
A report has been received from a hemodialysis user facility. They reported the following event: the combiset separated at the saline line t-piece 30 minutes after starting treatment. This facility was contacted for additional info regarding this event. It was learned, in speaking with the reporter of this event on (B)(6) 2011, that the pt was inpatient when this event occurred. The pt had just undergone a surgical procedure of a new catheter. The pt was then scheduled for a dialysis treatment. The pt started dialysis when 30 minutes into the treatment the separation of the bloodline occurred. The estimated blood loss was 250 ml. The nurse reported that the pt received 2 units of packed red blood cells. The rn reported that this pt has a history of sepsis related to the catheter. The nurse reported that the catheter was not working that well and that the new catheter was a temporary catheter that was placed intrajugular. The facility discarded the sample. The pt was restarted with use of new lines and completed the treatment. Of note: the pt has a long history of multiple transfusions however, in speaking with the reporter of this event, it was learned that for this incident, the pt would have received a transfusion, however, it was reported that it is likely that the pt was transfused earlier due to this incident. Additionally this pt has a long standing history of anemia. The pt has undergone multiple catheter placements.